Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument could not be removed from the robot once it was docked into the trocar. There was an error on the arm of the robot; the arm was blinking a yellow light. The emergency wrench was used to release the instrument. There was no reported injury to the patient. On (B)(6) 2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: instrument docked onto trocar, attempted removal of instrument from robot arm, arm error (blinking yellow light), used emergency wrench to remove instrument from robot arm. No harm to patient. [Redacted] notified. Instrument secured, tagged and sent to spd [sterile processing department]. Isi followed up with the initial reporter and obtained the following additional information: the tissue was not stuck between the jaws when the unclamping failure occurred, the release kit was used to resolved the issue, the instrument tips could not align to remove from trocar, there was no material broken off/ missing from the portion of the device that enters the patient¿s body and the instrument was already returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis as of the date of this report.